Event description:
It was reported the system responded with an error 3 handpiece at the beginning of the case. The customer used a second handpiece to proceed and completed the case with no pt consequence.